Event description:
It was reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported. No ge service was performed.